Event description:
Patient was revised to address spin-out of the bearing.

Manufacturer narrative:
Initial report indicates that the 17.5mm thick insert was replaced with a 20mm thick insert. No product was returned for evaluation. Although the exact root cause could not be determined, information provided in the initial report suggests that the implant size chosen for the initial surgery did not achieve the desired results. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.